Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to go back to the emergency room in july due to high blood glucose levels. Customer's blood glucose level was over 500 mg/dl at the time of the emergency room visit. Customer had a no delivery alarm during the emergency room visit. Customer was treated in ER with IV fluid and then was released. Customer was wearing the pump at the time of the visit. Customer declined troubleshooting the pump. Customer advised that this happened months ago and the pump has been functioning fine since. Customer was encouraged to call back for any issues. No additional information provided.